Manufacturer narrative:
Device evaluation summary device evaluation of charger sn (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. As received, the charger/modem was resetting. Upon investigation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a charger was causing battery/charger faults.